Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners cut up the inside of their mouth, especially their top lip, and they also have marks on their tongue. Recommended go back to wear aligners from step 4, provided information and tips on gum tissue and hht&t tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.